Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient sought medical attention and was admitted to the hospital. The patient removed the lifevest after treatment and is to continue use. Explanation of device evaluation was accomplished through a review of the patient's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillator event. Device manufacture date and monitor, (B)(4). Electrode belt (B)(4): 06/2014- initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4)), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced three inappropriate defibrillation treatments. Sinus rhythm at 74bpm, 93bpm, and 81bpm with premature atrial contractions and artifact contributed to the false detections. The patient was conscious at the time of the event. The patient's daughter witnessed the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient sought medical attention and was admitted to the hospital. The patient removed the lifevest after treatment and is to continue use.